Manufacturer narrative:
Additional information: b5: the exchange lens was implanted vertically. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -10.0/2.5/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to low vault but it did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length lens. This exchange resolved the problem. Cause of event was unknown.